Manufacturer narrative:
The system was in place and in use for more than a year before any complaints were noted. It was noted during investigation that there is no indication of any failure or malfunction of the nalu system, no indication of migration, however the patient was observed to have progressing dimentia. It is suspected that the patient's pain symptoms and the perception of the symptoms being related to the nalu system are possibly related more to declining mental state rather than any issues with the nalu system itself.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. In (B)(6) 2024 the patient expressed to a nalu representative a perception of the nalu system causing pain. When troubleshooting it was noted that the patient expressed perception of pain with the system active and with the system fully turned off. No malfunction was detected with the system and there was no indication of migration. A full system explant took place on (B)(6) 2024 per patient request.